Event description:
It was reported that the dexcom g7 sensor lost signal to the ilet, after which the sensor reconnected and displayed a glucose of 380 mg/dl before trending down to 244 mg/dl following troubleshooting and education. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue with intermittent communication failure involving the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.